Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reported that typically implantable neurostimulator (ins) battery would last a full week but last night when he checked ins battery level it was completely empty. Patient had charged ins to full last week, not even early last week and last night when he checked his ins battery with patient programmer and ins was already completely empty. Patient said it was not normal for his ins battery to deplete this quickly. During call insr showed ins was empty. Patient said he had no falls/trauma. Patient said he knew he had higher settings b/c he has device for rsd in both hands/feet but said he hadn't made any changes to settings. Caller was redirected to the healthcare provider (hcp). Patient mentioned he may not have device checked until next week b/c this thursday he has a non-device related surgery on his throat he would need time to recover from. No patient symptoms were reported.